Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed on the bushing, and there was a hit in the hook of the bushing. Microscope examination was performed; the bushing had hits on its hooks and one of the bushing tabs was damaged. Dimensional analysis was performed on the bushing outer diameter to further analyze the deployment issue, and it was confirmed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and b were confirmed to be within specification. No other issues with the device were noted. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was not used per the instructions for use (IFU)/product label, as the over-sheath was completely removed off the device prior to the procedure which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was used to close the wound. The clip was able to open, but failed to close and grasp onto tissue. The procedure was completed with another resolution clip device. Additionally, it was also noted that the over-sheath was completely removed off the device prior to the procedure which is outside the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had hits on its hooks; therefore, this is now an MDR reportable event.